Event description:
The lead was returned after being explanted due to an unrelated medical condition and has tested out of specifications. No complaints or allegations against the lead have been received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that there was blood/body fluid on the proximal conductor (not obstructed), and the outer insulation had a cosmetic depression.